Event description:
The customer reported that during a procedure, sealing was incomplete although an end tone, indicating a completed seal cycle, was heard. There was no blood loss or tissue damage. There was no injury to the patient as well.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.